Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/26/2017. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Assessment: there is not enough information to determine whether an I-stat product malfunction occurred. The I-stat hct is affected by white blood cell count, lipids and total protein as well as any interfering factor that may impact the I-stat sodium test. Erroneous hematocrit results can be obtained by improper sample handling. Hematocrit results can be affected by the settling of red blood cells in the collection device. The best way to avoid the affect of settling is to test the sample immediately. If there is a delay in testing of a minute or more, the sample must be remixed thoroughly. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient for nausea, vomiting and abdominal pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: (B)(6) 2017, sample: syringe, specimen: venous, collect time: 7:21, test time: 7:21am, hct: 71, hbg: 24.1, method: I-stat. (B)(6) 2017, edta, wb, 5.42am, 6:40, 39.3, 14.5, 6max xn10. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).